Event description:
It was reported that pump malfunction occurred after pump was dropped, and malfunction code was displayed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully completed reset without recurrence of same malfunction code.